Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that none of the button on the insulin pump were working. The customer's blood glucose level was unknown at the time of the incident. The customer informed that after midnight the insulin pump stopped responding. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. There was no response from any button. The customer stated that pressing menu button did not take them to the menu screen. The up and down arrows did not allow them to navigate screens. The customer stated that the issues frequency was: since (B)(6) 2019. The customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. The customer stated that bolus menu is available and they are not seeing 0.0 when attempting to program a basal. The customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).